Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-05957 / device 1 of 3. (B)(4).

Event description:
It was reported by the end user that the product has "off center starter hole, they only look approximately 1/8" off center". No photograph depicting the reported complaint issue was submitted by the complainant. The product was not used, no harm reported.